Event description:
During arthroscopic knee surgery, the tip of the curette broke off in the soft tissue of the pt's knee. A second procedure was done to attempt to retrieve the foreign body without success.